Manufacturer narrative:
Device evaluation: returned device was received received device in good condition with no physical damaged. During the evaluation of the device a crack on the return tube and wear and tear heater one was found. The customer reported condition was confirmed. Problem source was traced to design. The original DHR is no longer applicable as the device was manufactured in 2017. The results of the investigation do not implicate a service process.

Event description:
Information was received for a smiths medical level 1 h-1200 fast flow fluid warmer "loud pump, and there is an electrical burn smell". No patient involvement.